Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow up call with the patient. The patient reported that the alleged error message first occurred on (B)(6) 2015. The patient manages their diabetes by taking unknown dosages of metformin and an unknown type of insulin. It is not known whether the patient took any action in response to their regular diabetes management regimen routine as a result of the error message appearing. The patient stated that ¿one week¿ after the product issue first occurred, they experienced the symptom of ¿sweating¿. However, during the follow up call with the patient, the csr was informed that this symptom was not related to the patient¿s diabetes or to the alleged meter problem, but to a pre-existing chest problem the patient had. The csr documented that the patient did not receive any form of medical treatment in response to this symptom. At the time of troubleshooting the csr could not walk the patient through a re-test, however it was noted that the patient was carrying out the correct testing procedure. The issue could not be resolved and replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. Although the patient experienced the symptom of ¿sweating¿, it was made clear during a follow up call that this symptom was unrelated to the patient¿s diabetes and to the alleged meter issue. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on 4/10/2015 and evaluated by lifescan product analysis on 4/16/2015 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.